Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try various troubleshooting steps, including pressing the button and connecting the pump to a power source, but these efforts did not resolve the issue. As a result, a replacement pump was sent to the customer, and they were advised on how to return the faulty pump and configure the replacement with their settings. Customer confirmed understanding of all instructions. Customer reverted to an alternative method of insulin therapy.